Manufacturer narrative:
The initial allegation states that the tip of the device broken off. This was partially confirmed as the manufacturer¿s evaluation revealed the distal tip of the sheath is damaged and only a small part of the distal tip is broken off. The whole sheath shows strong traces of usage. There are deep scratches, dents and deformations in the outer tube of the sheath at the distal end. The strong deformation which could be detected on the distal end indicate that the damages were caused by customer damage by applying too much force on the sheath during usage time or by a handling error. Most probably, the sheath was hit or fell down by mistake or the distal end of the sheath got in contact with another sharp instrument.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a shoulder arthroscopy the tip of the device broke off. The surgeon decided to not remove the fragment as removing the tip would cause more risk to the patient. The surgery was finished successfully with the same device anyway. It was not necessary to switch the surgical technique or do a second surgery.